Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v047374, implanted: (B)(6) 2007, product type: lead. Product ID :3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported she was cathing daily as well as the retention issues because her battery stopped working. She could not fully pee all the way to empty her bladder, she needed her battery changed. To resolve the cathing and retention issues, she went to the hospital and had the battery replaced.

Event description:
It was reported that patient had to catheterize herself daily. The patient indicated that she had 16 hours of urine in her bladder, retention. This issue began at least 3 weeks prior to this call. The patient stated no when asked ifstimulation was accidentally turned off. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.